Event description:
Patient was ordered to have pca dilaudid syringe post-op on b braun bodyguard 575 colorvision pump. Pump checked at end of shift. From 1500 to 1700 recorded 13cc administered, visual check of pca syringe found only 3 cc delivered, discrepancy of 10cc. Patient underdosed and pain not controlled well. Pump sent to biomed for testing, pump failed testing with syringe but passed testing with IV bags. Manufacturer states pump should work with bags or syringes.